Event description:
The customer notified siemens on (B)(4) 2014, that the operator was using the hand control for the pt table to command vertical up movement during pt positioning when the table dropped and amplitude was around 10 centimeters. There is no report of mistreatment or injury to a pt. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2014. This MDR is being mailed on (B)(4) 2014. Siemens' investigation into the reported incident is on-going. A supplemental report will be submitted upon completion of the investigation.